Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken hip array. Upon tightening the array, the locking screw broke it sheared in the middle of the screw. Tha case delayed for 1 minute.

Manufacturer narrative:
Reported event: pelvic array attachment screw broke off. Tha procedure delayed 5 minutes. Product evaluation and results: visual inspection (see attachments) the 111462 wing screw was separated (sheared) at the location intended to be retained by the pin in the assembly. The diameter at this location was stretched prior to failure and no longer constant. The result shape is is an hour glass shape with the failure occuring at the neck (narrowest section). Dimensional inspection not performed as the failure mode was evident. The diameter of the screw at the shear location was less than 3mm. The length of this location increased by at least 2mm. Material analysis the material of the wing screw was confirmed during inspection via material certifications. Additional analysis was not performed. The material of the wing screw is nitronic 60 which is fully austenitic. When the brocke pieces of the wing screw were held up to a magnet, there was no magnetic attraction. No indication that an alternative material was used. Functional inspection the failure mode was self evident and therefore functional inspection was not required. Product history review: review of the device history records indicate 20 devices were manufactured under lot (B)(4) and accepted into final stock on (B)(6) 2013.a review of npr (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, l/n19080811 shows 2 additional complaints related to the failure in this investigation. These prs are (B)(4). Conclusions: the failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Broken hip array. Upon tightening the array, the locking screw broke it sheared in the middle of the screw. Tha case delayed for 1 minute.